Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump.